Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(6), ubd: 16-dec-2009; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 16-dec-2009, product ID: 64001, serial/lot #: unknown, ubd: 16-dec-2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had dbs implanted bilaterally in 2000 with bilateral extension cables and 2-pin connectors (originally soletras). Over the years, an adapter was added and an activa sc ins with a more modern header was implanted. Now, due to an infection, the healthcare provider (hcp) will be removing the ins, adapter, and extension cable. The primary goal is that antibiotics will keep the infection contained so that the dbs lead does not need to be removed.

Event description:
Additional information was received stating that extensions will be replaced in february and will be discarded once they are explanted. The infection was reported to be resolved and information was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 748251 serial# (B)(6) product type extension. Product ID 3708695 serial# unknown product type extension. Product ID 64001 serial# unknown product type adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.